Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# pr291452 summary of investigational findings: a male patient underwent tevar. It was reported that the click usually heard when the black gripper docks with the handle was not heard. Subsequently it was not possible to release the trigger wires. Bail out technique was performed as per IFU, the trigger wires of the device were retrieved and the graft deployed. No adverse effects to the patient was reported. Information provided for this complaint is limited why some interpretation has been made. Based on the information about the black gripper docking with the handle and the mention of trigger wires in plural, it was interpretated that the difficulties was encountered when rotating the blue rotation handle for the second time to release the proximal end of the graft. No imaging or product was provided for the investigation. Review of the device history record gave no indication of the product being produced outside of specifications. Per the IFU the release window on the blue rotation handle will turn green when the black telescoping gripper is locked in position next to the blue rotation handle. If the window has not turned green, slide the black telescoping gripper until it locks with the blue rotation handle. Based on the limited information provided it has not been possible to establish an exact cause for this event. Cook will reopen the investigation if further imaging or information is received. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref #: (B)(4). Similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: could not release stent. Physician tried to open the zenith alpha device as it is described in the IFU. He noticed that there was no typical snap sound when he pulled back the part to open the distal bare springs. Physician used the bail out technique to retrieve the trigger wires of the device and to open the graft. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.